Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's healthcare provider (hcp) adjusted the basal rate setting and this caused the customer's blood glucose (bg) level to go low (54 mg/dl). Food was consumed to address low bg level. The customer was already in contact with the hcp and declined troubleshooting with tandem technical support.